Event description:
Caire discovered the unit in repairs. Upon evaluation, the unit was shown to have fire damage. No injuries were reported at this time.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit has been returned to caire for an investigation. If any new information is discovered, a follow-up report will be submitted.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The companion 5 unit was not alarming at any time, and functional testing determined the unit to be operating normally. The obstruction in the gross particle filter may restrict flow to the compressor, causing cup seal wear and discoloration to internal components. The gross particle filter was adversely impacted by factors in the operating environment combined with improper routine maintenance per the operating manual. The black coating on the external case components was not determined to be related to fire damage, as no internal components were melted or showed any signs of damage. No further investigation required.